Manufacturer narrative:
Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. All buttons were tested while navigating the menus, and they all worked properly. Successfully downloaded history files and traces using thump. The keypad overlay was removed to perform visual inspection and found corroded keypad trace. Pump error 3 (file number/line number = 2002/1541) was recorded on (B)(6) 2024 at 07:04:47.000. Per software engineer log it was determined the pump error 3 was suspecting hardware issue with the ipc. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies, corroded keypad trace, keypad flex connector and motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: missing display window/cover, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (stained), corroded home switch and corroded keypad trace. Unresponsive keypad was not confirmed, however found corroded keypad. Pump error 3 confirmed in the history/trace files due to ipc failure - suspecting the hw as per global logic analysis. Pump error 38 alarm confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 3 (the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.